Event description:
It was reported that the user issued a missed meal announcement, then delivered one usual and one more-than-usual meal announcement while blood glucose had been elevated for several hours, effectively using meal announcements as correction boluses; education and troubleshooting were provided on announcing only when eating and on when not to announce based on current glucose levels. Symptoms included subsequent hypoglycemia after initial hyperglycemia. Outcomes included self-resolution with no additional assistance required and no medical intervention or hospitalization. Investigation included complaint handling review and collection of a blood glucose questionnaire. Investigation of this case revealed inappropriate use of meal announcements for correction leading to over-delivery of insulin. It was concluded that user technique contributed to the event and that device function was not implicated. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.